Event description:
It was reported that this patient received a red alert from their communicator. Boston scientific technical services confirmed the alert was the result of high, out of range shock impedance (>200 ohms) from the right ventricular (rv) lead. It was recommended to perform an in-clinic device interrogation to clear the alert. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a red alert from their communicator. Boston scientific technical services confirmed the alert was the result of high, out of range shock impedance (>200 ohms) from the right ventricular (rv) lead. It was recommended to perform an in-clinic device interrogation to clear the alert. The physician elected to surgically cap and abandon the competitor's rv lead and a replacement lead was implanted to resolve the event. At this time, the device remains implanted and in-service. The patient was stable with no additional adverse consequences.